Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 27.8 mmol/l (500.4 mg/dl) while wearing the pod between 24 and 36 hours on the hip/buttocks area. Upon removal, it was noticed that the cannula had dislodged from the infusion site and was bent. A new pod was applied to treat the hyperglycemia.